Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a high watt alarm on their ventricular assist device (vad) and was admitted to the hospital with a pump thrombus. The patient received anticoagulation therapy and lysis therapy with tissue plasminogen activator (tpa). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The reported "high power" event was confirmed via log file analysis, which revealed an increase in power consumption beginning on (B)(6) 2018 to parameters outside the normal operating range. 23 high watt alarms have been logged since (B)(6) 2018. Of note, it was reported by the site that anticoagulation and lysis therapy was administered. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the reported event may be attributed to external factors, such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.